Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, 29mm sapien 3 case by transfemoral approach in aortic position. Valve crimping was done according to IFU. A bav was performed prior to valve implantation without any complications. During valve deployment, the commander delivery system balloon burst at full inflation. Despite the balloon burst, the valve was well implanted. While removing the commander delivery system, it was not possible to retrieve the balloon back into the esheath. The system was stuck in the a. Iliaca, also because there was a moderate peripheral arterial disease. In order not to risk any vessel damage, it was decided to remove the system surgically. The patient was doing well post procedure.

Manufacturer narrative:
Updated section h6- type of investigation. Images were provided from site and the balloon was observed to burst during inflation.

Manufacturer narrative:
Added h6 type of investigation and investigation findings. Corrected h6 component codes and investigation conclusions. The device was not returned for evaluation. Due to the unavailability of work order, a DHR and lot history review was unable to be performed. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU, procedural training manual, and device preparation manual were reviewed. The revisions of the documents effective during the complaint event date were reviewed. Prior to deployment check to ensure: thv is exactly between the valve alignment markers; flex tip is on the triple marker; balloon lock is locked. Perform thv deployment: unlock the inflation device; initiate rapid pacing ensuring 1:1 capture, sbp less than or equal to 50 mmhg, and pulse pressure less than 10 mmhg; confirm placement of center marker within optimal initial center marker zone; begin initial deployment with a slow controlled inflation; fully inflate and hold for 3 seconds to ensure complete deployment; completely deflate the balloon; stop pacing and withdraw the balloon from the native valve. Additional considerations: verify flex tip is on triple marker to ensure full inflation of balloon during deployment, ensure stability of delivery system during thv deployment. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during bav or thv deployment. Sapien 3 valve deployment characteristics: possible aortic movement during initial deployment. A slow controlled inflation during initial deployment may help with stability of the delivery system and thv; foreshortening visible mainly on thv inflow (ventricular) side near end of deployment; thv outflow (aortic) side is fairly stable throughout entire deployment. Factors that may affect the thv deployment characteristics: narrow, calcified stj: thv movement ventricular and/or reduced foreshortening of the thv, thv oversizing: reduced thv foreshortening; incomplete thv expansion: reduced foreshortening of the thv; severe ihss including septal hypertrophy: thv movement aortic. Based on the review, no IFU or training deficiencies were identified. As the complaint for balloon burst and withdrawal difficulty were unable to be confirmed, a complaint history review is not required. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training manual deficiencies were identified, a product risk assessment (pra) escalation is not required. Since no edwards defect could be confirmed, no corrective or preventative actions are required. The complaint for balloon burst and withdrawal difficulty were unable to be confirmed due to unavailability of the complaint device and /or applicable imagery. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined by provided imagery. As the work order was not provided, a DHR and lot history was unable to be performed. A review of IFU/training materials revealed no deficiencies. The complaint description states, "during valve deployment the commander delivery system balloon burst at full inflation. Despite the balloon burst, the valve was well implanted. While removing the commander delivery system, it was not possible to retrieve the balloon back into the sheath." Patient anatomical information was not provided. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, patient and procedural factors such as calcified nodules or over-inflation of the balloon can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Due to limited information, a definitive root cause was unable to be determined at this time. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. There is insufficient information to determine a definitive root cause. However, available information suggests patient (calcification) and/or procedural factors (over-inflation, withdrawal of burst balloon) could have contributed to the event.